Manufacturer narrative:
The customer had reported ongoing occlusion alarms. After performing a pump system check on (B)(6) 2017, the customer thought the pump was the cause of the occlusions. The customer has changed the pump supplies and used different boxes of supplies. Insulin injections were available to manage diabetes if needed. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) level ranged from not being impacted to over 400 mg/dl. A correction bolus via the pump was delivered to address the high bg. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.